Event description:
Issue was reported regarding a damaged usb port on a pump, causing difficulty in maintaining a connection with the charging cable unless manually adjusted. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding other actions or outcomes.